Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Manufacturer's investigation conclusion: the reported events of a communication issue between the system controller and the system monitor as well as a damaged white power cable strain relief were confirmed via evaluation of the returned system controller (serial number: (B)(4), backup battery sn: (B)(4)). Visual inspection revealed that the system controller was returned with the white power cable strain relief being damaged. The returned system controller was tested using the laboratory test equipment, and the controller was unable to communicate with the system monitor, and thus failed preliminary testing. Functional testing was not performed on this controller as a result. Communication to the system monitor was able to be established once test power cables were used. A log file was then extracted from the controller using test power cables; the log file was reviewed and did not add any additional information with regards to the reported event. No atypical alarms occurred while the controller was tested. The system controller was disassembled to gain access the internal components; no physical anomalies were observed. The controller¿s original power cables were opened with an x-acto knife. A broken orange wire was observed under the bend relief of the white cable (power cable side). The orange wire is responsible for communicating data from the system controller to the system monitor. Although the root cause of the broken orange wire could not be conclusively determined, it appeared to be a result of conductor breakdown due to repetitive bending or twisting of the power cable during use. Heartmate 3 patient handbook address all alarm conditions and informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Heartmate 3 instructions for use informs the user that ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance as prescribed in this section. Heartmate 3 patient handbook outlines the proper care and handling of the power cables. Section 10-"safety checklists" instructs the user to inspect all cables for signs of damage. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was not transmitting data to the system monitor. It was noted that the white bend relied on the controller power cable was broken. The patient underwent a controller exchange. No further information was provided.